Manufacturer narrative:
The investigation into the reported removal issue has been completed since the original report was filed. No product was returned for investigation. The root cause of the removal issues was not determined since product was not returned and there is a lack of clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old male undergoing coronary artery bypass grafting was implanted with an impella 5.5 device via direct implant for mechanical circulatory support. After the procedure, the team made multiple attempts to pull the impella through the graft. A decision was made to do a re-sternotomy as this is the best option to remove an impella 5.5 device that has been directly implanted. The impella was withdrawn with ease and the graft was trimmed closer to the aorta. The patient is stable.